Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # 379c37. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the handle shrouds partially opened, with the button clamp release damaged, and with one gst60w reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components, the handle shrouds were noted to be damaged and the button clamp release was noted to be damaged and broken. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the button clamp release, which will result in the damage observed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 379c37, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the procedure did the event occur? What was the approximate articulation angel of the firing? Please clarify if it didn¿t move at all at home button or not move all the way to home position? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the case, surgeon articulated and fired the device. After successfully firing the device and opening the jaws, the surgeon was unable bring the articulated jaws back to "home". No patient harm was reported.